Manufacturer narrative:
The screw was retrieved and the implant was not removed. Visual inspection determined that the returned screw was completely severed into two pieces; it was severed at the screw¿s head. The lot number for the screw was not provided and therefore a device history record review could not be completed. A definitive root cause has not been determined. Required intervention to prevent permanent impairment/damage (devices).

Event description:
The dentist reported that the abutment screw fractured resulting in surgical removal of the implant.